Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the patient's right-sided essure device is not clearly identified/ coils were noted to be 1 on the patients right') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy with intrauterine device in 2012, abdominal pain, left lower quadrant pain, bacterial vaginosis, gravida ii, obesity, parity 1, gravida, irregular periods, erosion of cervix, ectropion of cervix, coital bleeding, pid pelvic inflammatory disease, sexually transmitted disease and absence of menstruation. Previously administered products included for an unreported indication: oral contraceptive pill. Concurrent conditions included hypothyroidism since (B)(6) 2014, throat pain, pharyngitis, lipoma, numbness in hand, breast reduction, back pain, neck pain, hypothyroidism, carpal tunnel syndrome, menorrhagia, uterine bleeding and vaginal bleeding. Concomitant products included levonorgestrel (mirena) since 2003 to (B)(6) 2012 and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"), 1 month 11 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, adhesiolysis, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, depression, anxiety and vaginal discharge outcome was unknown, the pelvic pain was resolving and the menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: coils were noted to be 1 on the patients right and 4 on the patients left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: findings: tubal ostias were identified bilaterally; on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: impression: 1. No definite anatomic cause for irregular menses. 2. The patient's right-sided essure device is not clearly identified. If the device has become dislodged, it may not be effectively protect against pregnancy and a second form of contraception is recommended until confirmation of the device location can be performed.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : reporter and patient demographics were added. Medical historylaboratory data were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, depression, mental anguish and vaginal discharge added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the patient's right-sided essure device is not clearly identified/ coils were noted to be 1 on the patients right') and genital haemorrhage ('abnormal genital bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy with intrauterine device in 2012, abdominal pain, left lower quadrant pain, bacterial vaginosis, gravida ii, obesity, parity 1, gravida, irregular periods, erosion of cervix, ectropion of cervix, coital bleeding, pid pelvic inflammatory disease, sexually transmitted disease and absence of menstruation. Previously administered products included for an unreported indication: oral contraceptive pill. Concurrent conditions included hypothyroidism since (B)(6) 2014, throat pain, pharyngitis, lipoma, numbness in hand, breast reduction, back pain, neck pain, hypothyroidism, carpal tunnel syndrome, menorrhagia, uterine bleeding and vaginal bleeding. Concomitant products included levonorgestrel (mirena) since 2003 to (B)(6) 2012 and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression/ psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"), 1 month 11 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, adhesiolysis, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, depression, anxiety, vaginal discharge, urinary tract infection and post procedural complication outcome was unknown and the pelvic pain, menorrhagia and genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: coils were noted to be 1 on the patients right and 4 on the patients left. Plaintiffs received treatment for pain, abnormal genital bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: findings: tubal ostias were identified bilaterally; on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: impression: 1. No definite anatomic cause for irregular menses. 2. The patient's right-sided essure device is not clearly identified. If the device has become dislodged, it may not be effectively protect against pregnancy and a second form of contraception is recommended until confirmation of the device location can be performed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Event added from pfs- abnormal genital bleeding, post removal complication, uti. Events outcomes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the patient's right-sided essure device is not clearly identified/ coils were noted to be 1 on the patients right') and genital haemorrhage ('abnormal genital bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy with intrauterine device in 2012, abdominal pain, left lower quadrant pain, bacterial vaginosis, gravida ii, obesity, parity 1, gravida, irregular periods, erosion of cervix, ectropion of cervix, coital bleeding, pid pelvic inflammatory disease, sexually transmitted disease and absence of menstruation. Previously administered products included for an unreported indication: oral contraceptive pill. Concurrent conditions included hypothyroidism since (B)(6) 2014, throat pain, pharyngitis, lipoma, numbness in hand, breast reduction, back pain, neck pain, hypothyroidism, carpal tunnel syndrome, menorrhagia, uterine bleeding and vaginal bleeding. Concomitant products included levonorgestrel (mirena) since 2003 to (B)(6) 2012 and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression/ psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"), 1 month 11 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, adhesiolysis, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, depression, anxiety, vaginal discharge, urinary tract infection and post procedural complication outcome was unknown and the pelvic pain, menorrhagia and genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: coils were noted to be 1 on the patients right and 4 on the patients left. Plaintiffs received treatment for pain, abnormal genital bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: findings: tubal ostias were identified bilaterally; on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: impression: 1. No definite anatomic cause for irregular menses. 2. The patient's right-sided essure device is not clearly identified. If the device has become dislodged, it may not be effectively protect against pregnancy and a second form of contraception is recommended until confirmation of the device location can be performed.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the patient's right-sided essure device is not clearly identified/ coils were noted to be 1 on the patients right') and genital haemorrhage ('abnormal genital bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy with intrauterine device in 2012, abdominal pain, left lower quadrant pain, bacterial vaginosis, gravida ii, obesity, parity 1, gravida, irregular periods, erosion of cervix, ectropion of cervix, coital bleeding, pid pelvic inflammatory disease, sexually transmitted disease and absence of menstruation. Previously administered products included for an unreported indication: oral contraceptive pill. Concurrent conditions included hypothyroidism since (B)(6) 2014, uterine leiomyoma since (B)(6) 2014, dysfunction thyroid since (B)(6) 2014, back pain since (B)(6) 2014, hypothyroidism since (B)(6) 2014, throat pain, pharyngitis, lipoma, numbness in hand, breast reduction, back pain, neck pain, hypothyroidism, carpal tunnel syndrome, menorrhagia, uterine bleeding and vaginal bleeding. Concomitant products included levonorgestrel (mirena) since 2003 to (B)(6) 2012 and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression/ psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"), 1 month 11 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, adhesiolysis, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, depression, anxiety, vaginal discharge, urinary tract infection and post procedural complication outcome was unknown and the pelvic pain, menorrhagia and genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: coils were noted to be 1 on the patients right and 4 on the patients left. Plaintiffs received treatment for pain, abnormal genital bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: findings: tubal ostias were identified bilaterally; on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2018: impression: no definite anatomic cause for irregular menses. The patient's right-sided essure device is not clearly identified. If the device has become dislodged, it may not be effectively protect against pregnancy and a second form of contraception is recommended until confirmation of the device location can be performed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: mr received..medical history were added.fu received.no new significant change made in medical context of casefu marked signi due to. Imrdf/FDA codes error. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the patient's right-sided essure device is not clearly identified/ coils were noted to be 1 on the patients right') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy with intrauterine device in 2012, abdominal pain, left lower quadrant pain, bacterial vaginosis, gravida ii, obesity, parity 1, vaginal delivery, irregular periods, erosion of cervix, ectropion of cervix, coital bleeding, pid pelvic inflammatory disease, sexually transmitted disease and amenorrhea. Previously administered products included for an unreported indication: oral contraceptive pill. Concurrent conditions included throat pain, pharyngitis, lipoma, numbness in hand, breast reduction, back pain, neck pain, hypothyroidism, carpal tunnel syndrome, menorrhagia, uterine bleeding and vaginal bleeding. Concomitant products included levonorgestrel (mirena) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, adhesiolysis, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: insertion details: coils were noted to be 1 on the patients right and 4 on the patients left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2013: findings: tubal ostias were identified bilaterally. Ultrasound scan vagina - on (B)(6) 2018: impression: no definite anatomic cause for irregular menses. The patient's right-sided essure device is not clearly identified. If the device has become dislodged, it may not be effectively protect against pregnancy and a second form of contraception is recommended until confirmation of the device location can be performed.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : case became incident. New event device dislocation added. Reporters information and patients dob were added. Product removal date added. Medical history, concomitant condition and drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.